Manufacturer narrative:
E1 phone number: (B)(6). No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was reported that there was under infusion. There was patient involvement and no adverse harm reported.